Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib), pcb circuit identification board and connector with harness assembly were recommended for replacement.

Event description:
It was reported that during preventative maintenance it was found that the arctic sun device was not cooling and would not fill.